Event description:
Reporter indicated that she had changed the pt's settings on his vns device and then interrogated it and received message "programmed current is possible limited by battery voltage or possibly lead impedance". A system diagnostic test was then performed on pt and results were all ok. Then a final interrogation was performed and results were all ok. All attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a serious injury or death.